Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and the device displayed a grey longevity bar due to low battery voltage. The device was stored in a warm room and was interrogated again after 48 hours but the grey bar was still displayed. There was no patient involvement.